Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the inner shaft was broken away from the handle ring. The inner shaft revealed a large crack. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the devices met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: excessive force, contact of needle point with hard object, shipping/handling damage or extreme conditions. The instructions for use (IFU) state: before beginning the procedure, verify overall compatibility of all instruments and accessories. Inspect packaging before opening. The contents of the package are sterile if the package has not been compromised. Do not use the instrument if the sterility has been compromised. If the package is damaged or if it was opened and the instrument was not used, return the instrument and package to stryker sustainability solutions. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the item broke on the field before it was used on the patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.